Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported st elevation could not be conclusively determined. The product's lot number could not be obtained, therefore the primary di number is provided (d4), but full UDI information is not available.

Event description:
During an atrial fibrillation procedure transient st segment elevation was observed. The st elevation was noted after transseptal access was gained and the mapping catheter was introduced into the left atrium for mapping. The st elevation observed resolved without intervention intra-procedurally. The physician stated that there were no adverse health consequences and the procedure was completed successfully. Additionally, it was confirmed that when removing the dilator the side port is removed. This allows atrial pressure to drive the blood back which does not follow the device instructions for use.

Manufacturer narrative:
Additional information: g3, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported st elevation could not be conclusively determined.